Manufacturer narrative:
Medtronic received the following information from the journal article entitled; outcomes of surgical explantation of infected aortic grafts after endovascular and open abdominal aneurysm repair. Johannes f. Schaefers, giuseppe panuccio, bernd kasprzak, benjamin heine, giovanni b. Torsello, nani osad and marco v. Usai journal of endovascular therapy 2019 57(1) https://doi.org/10.1016/j.ejvs.2018.07.021. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patient for endovascular aneurysm repair and were explanted due to stent graft infection. The following events were reported- malfunction: type I endoleak stent graft perforation.